Event description:
Doctor reported that implants at tooth sites 46 and 47 were removed due to peri-implantitis. Patient referred pain and discomfort when chewing. Prosthesis was removed, doctor noticed mobility and removed implants with forceps. There was no suppuration. Doctor performed curettage and patient has been rescheduled for new implants placement in 2 months.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D10. Concomitant medical products boet585, 3i t3 ex hex tapered implant 5 x 8.5mm lot 2014112044. E1: reporter name unknown / not provided. H6: event problem codes ¿ patient code: 2330 discomfort. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.